Event description:
It was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was performed, and a 31mm watchman flx closure device was implanted. During computed tomography (CT) imaging for a transcatheter aortic valve replacement (tavr) workup, the CT imaging showed a potential clot on the watchman closure device as well as a separate mass/clot on the anterior/superior wall of the left atrium. The patient was currently on aspirin only and will resume anticoagulation medication (eliquis) and will be rechecked at the next transesophageal echocardiography (tee) exam. There were no patient complications reported.